Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The registered nurse (rn) noted that the hp had disconnected earlier in initial drain to use the restroom and reconnected. The technical service representative (tsr) assisted the rn in clearing the alarm and advised the rn to start over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error (se) 2240 which occurred during the initial drain (ID) stage of peritoneal dialysis therapy. Proper disconnect procedures were used during the disconnect during the ID, therefore, the disconnection is not the cause for the alarm. The cause for the se 2240 alarm is undetermined.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.